Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the locking ring dissociated from the shell when the surgeon was seating the shell to the acetabulum. The surgery was completed with another device.